Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power adapter was not charging the pump reliably. As a result, the pump experienced multiple shutdowns. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer was able to charge the pump with an alternate adapter.